Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a user login failure. A technical support specialist reviewed medstation login errors for a single user and found repeated lockouts due to invalid login attempts. The domain service was resynchronized, and successful login was verified afterward. No additional issues were reported. The case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user login failure. The customer stated that the device received an error message stating unable to authenticate, and it sometimes required multiple attempts before her user ID was accepted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.